Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The device conformed to specifications at the tie of shipping. There is no available repair history for this device. The root cause was unable to be identified since the b30 scope communication error was not reproduced during estimation. Fatigue of the slider switch may have failed to detect the scope temporally, which was surmised to be caused by excessive force applied when inserted/detached the scope. The instructions for use includes the following statements: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction. Do not clean the output socket, other connectors, or the ac power inlet. Cleaning them can deform or corrode the contacts resulting in damage to the light source.

Manufacturer narrative:
Additional information is not yet available. Event date is not known. Upon inspection and testing with test cv-190 video processor and ltf-s190-5, ltf type vh, gif-h180, gif-h190 and cf-hq190l tests scopes, the b30 scope communication error was not duplicated. Video image is functioning normally. However, there was observed worn out scope socket slider switch causing intermittent use of high intensity mode and corrosion in the air tubing and pump. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event, during preparation for use a b30 scope communication error was observed for the device. Customer reports that the connector was causing the issue. There is no patient involvement and no harm reported to any patient.